Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in two different infusion sets, the line came apart from the set and the tubing detached from the site while sleeping. On both occasions, the glue had failed, and the line pulled right out. Patient's blood glucose level was at 471 mg/dl due to detachment and high carbohydrate meal that the patient had a night before. It was corrected with an insulin pump and the patient was able to bring down. The site location was patient's upper left thigh and the pump was on the bed. The infusion had been in use for more than two days. The pump was not dropped with the set connected to the patient's body. No further information available.